Event description:
An endurant stent graft system was implanted in a patient for the endovascular treatment of a 5.5 cm abdominal aneurysm. It was reported that the bifurcated stent graft was placed at the level of the left renal artery which was the lowest artery. The contralateral limb was placed, and the ipsilateral limb was deployed without incident. The stent graft was post dilated with 14mm non-compliant balloons at the aortic bifurcation and the iliac limbs. A reliant balloon was used to post dilate the neck of the stent graft. A post-operative aortogram showed filling of the aneurysm. No source of a type ii endoleak could be determined. The physician believed that there was either a type I or type IV endoleak, but felt that the type IV was unlikely due to the rapid filling of the aneurysm post operatively. The patient will be monitored. No clinical sequelae were reported. Review of returned films pre-implant revealed that the proximal neck was angulated approximately 70deg maximum. The neck was 19mm diameter and 1cm long. The maximum diameter aaa measured 5.5cm. The distal aortic diameter was small (17mm) and calcified. The iliacs were calcified bilaterally. Several still angio images at implant showed an unknown type endoleak approximately 1.5cm below the renals. This may be a type I, iii fabric, or type IV. After ballooning the neck the endoleak remained. The cause of the unknown type endoleak could not be determined from these still images.

Event description:
It was reported that the patient returned for a 30 day follow up, and no endoleak was detected. The patient is fine, and no further intervention is required.

Manufacturer narrative:
(B)(4). Method: films. Results, conclusions: endoleak. Unknown cause of endoleak.